Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller is working with pt to try dtm programming (pt was previously getting good stim with ld programming using 4-5-6-7 on lead). Caller running into oor notifications and a lack of any stim when increasing stim on electrodes 0,1,2,3,4 and 5. Impedances are elevated with most of these electrodes. With 0 as reference, caller sees range of 1780-3070 ohms. With reference of 1, imped range from 1990-3230. With 3 as reference, there's some in 1000's and others in 2000's. With 4 as reference, about 1/2 are in 1000's and other half are in 2000's. The 3/4 pair is around 1600 ohms and caller getting oor at 8.2ma on this pair. Caller then programmed 5/7 and pt felt stim at 7.3ma; pt specifically getting low back stim bilaterally with this pair. Technical services reviewed that if pt doesn't get sensation on electrodes needed for dtm programming they may have to stick with ld programming. Towards end of call, caller indicated she couldn't answer any more questions because she was trying to finish programming pt. Rep reported that the cause of high impedances wasn¿t determined. Rep was able to set up a program on the electrodes within normal range. Patient is getting pain relief and is happy with the program. Physician is aware.